Event description:
It was reported that the nurse's vns programming handheld that she has had for years is currently not functioning. It was clarified that the handheld was simply not holding a charge. It would appear to charge when plugged in as the light would turn amber and green but then the handheld would turn off as soon as it was unplugged, even after being plugged in for several hours. Other outlets were tested but it has made no difference. Also, no patients have been affected as the nurse has a replacement tablet. There was no visible damage to the handheld or power supply. The programing handheld, software, and wand were all received for analysis. Analysis of the programming wand showed no anomalies. Analyses of the programming handheld and software have not been completed to date.

Event description:
Analysis of the returned handheld and software was completed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.